Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The device was removed using the normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.